Event description:
Information was received from a patient receiving unknown morphine via an implantable pump. The indications for use was spinal pain. It was reported that the patient had a new pump implanted on (B)(6) 2024 and the surgeon was "not able to aspirate the line" during the procedure. The patient stated that the following day she started having withdrawal symptoms. The patient stated that they were given some clonidine tablets at the time to help manage the withdrawal. The patient stated that "this had happened before." The patient stated that their healthcare provider (hcp) directed them to use their personal therapy manager (ptm) if needed but they had not used it in several years. The manufacturer's patient services specialist (pss) assisted the patient in getting ptm connected to the new pump and the patient was able to successfully deliver a bolus.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID 8709 (lot: j10966r02); product type: 0184-catheter; implant date (B)(6) 2002; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.